Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with the is-1 terminal separated from the outer coil and lead body. A set screw mark was noted on the terminal pin in the correct location; tool marks were observed on the cathode is-1 terminal pin and a j stylet returned stuck inside the lead body. X-ray inspections of the terminal pin assembly, lead body, and electrode tip found the inner coil was stretched and fractured at the terminal end of the lead; no other fractures were identified. Electrical performance could not be tested due to the returned condition of the lead. The observed damage was determined to have been induced during the explant procedure. Laboratory analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at routine follow-up. Upon review, increased pacing thresholds and decreased sensing amplitude were noted compared to implant; x-ray was negative for dislodgement. Suspecting a lead issue, the physician elected to perform a revision procedure wherein this passive fixation lead was replaced with an active fixation lead without complication. No adverse patient effects were reported.